Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported to vyaire medical that vela ventilator was alarming transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.